Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that he had a battery cap that won't come out on the insulin pump. Customer stated that the reservoir was out and he wanted to change it but he received a low battery message. Customer stated that the battery cap just turns. Customer's blood glucose was 277 mg/dl at the time of the incident. Customer stated that he has used a nickel on the battery cap and it just turns and turns. Customer was advised to monitor the pump closely if he continues to use the pump. Customer stated that the battery did last more than 1 week. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.